Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced increased battery depletion, with charge lasting approximately 2 to 2.5 days compared to prior use of 4 to 5 days, without impact to blood glucose control or alarms. Symptoms included no clinical symptoms. Outcomes included no change in the user¿s activities of daily living and no medical intervention. Investigation included a review of device logs and operational parameters. Investigation of this case revealed a higher discharge rate than initial use with temperature and usage states within expected ranges and no abnormal device behavior identified. It was concluded that the device functioned within specifications and that continued monitoring was appropriate.